Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing high blood glucose up to 424mg/dl while wearing the pod between 24 and 36 hours on their hip/buttocks. Upon removing the pod, the patient noticed the cannula was bent and stated there were ¿adhesive issues.¿ he applied a new pod to his hip and his blood glucose decreased to 200mg/dl, however he was experiencing ¿stroke like symptoms¿ which were further described as confused slurred speech, so he went to the emergency room on (B)(6) 2025. In the emergency room they removed the pod and did a cat (CT) scan and a magnetic resonance angiogram (mra). They admitted him to the hospital and gave him a diagnosis of aphasia. For treatment in the hospital, they were given unspecified intravenous solutions and continued back on the pod for insulin therapy. The patient was discharged from the hospital on (B)(6) 2025, after three days.